Event description:
It was reported that a piece of a blade broke in the handpiece. There was no medical intervention, surgical delay or adverse consequences reported as a result of this event.

Manufacturer narrative:
A partial blade and the handpiece saw (6206000000, sn (B)(4)) subject to this investigation were returned to the manufacturer for evaluation. It was visually confirmed that the blade was broke. No further device inspection was possible as the blade could not be removed from the saw head assembly. Based on review of the information provided in relation to this reported event and as device inspection of the affected product is not possible, the root cause of this event is undetermined.

Event description:
It was reported that a piece of a blade broke in the handpiece. There was no medical intervention, surgical delay or adverse consequences reported as a result of this event.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.